Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the peritonitis were not reported. On an unreported date, the patient was hospitalized for another indication. During the hospitalization, the patient was diagnosed with peritonitis. On unreported dates, the patient was recovered from the peritonitis and was discharged from the hospital. At the time of this report, physioneal and extraneal therapies were ongoing. No additional information is available.